Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was fractured approximately 76.0 cm from the proximal hub. The ace68 was kinked approximately 77.0 cm from the proximal hub. Conclusion: evaluation of the returned ace68 revealed a kink in the mid-shaft of the catheter. If the ace68 was forcefully advanced after becoming stuck within the non-penumbra device, this type of damage may occur. Further evaluation revealed the ace68 was fractured just proximal to its mid-shaft kink. This damage is likely a result of forcefully removing the ace68 from within the non-penumbra guide catheter and occurred post-procedure as it was not reported in the event description. The non-penumbra balloon guide catheter was not returned for evaluation. The root cause of the ace68 becoming stuck within the non-penumbra device could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, while inserting the ace68 into a non-penumbra balloon guide catheter, the physician experienced resistance and subsequently, the ace68 became stuck. Therefore, the physician removed the ace68 and balloon catheter all together. The procedure was completed using another non-penumbra balloon catheter and a stent device. There was no report of an adverse effect to the patient.